Event description:
Nicu baby with umbilical venous catheter secured at 8 cm at umbilical stump nurse practitioner attempted to remove catheter, clipped sutures, realized internal portion not visible (separation between visual portion and that internal). Clamped strump, peds surgeon evaluated, baby transferred immediately to childrens hosp, where internal portion removed as foreign body (do not have this portion). Baby returned to hfh without complications following appropriate post-op course.

Manufacturer narrative:
The catheter tubing is soft by design, and can be easily damaged or broken if care is not taken during use. The device is labeled with precautions and instructions for use which provide precautions relative to its fragility. Utah medical products does not feel this event to be related to not meeting specifications of the device. Manufacturer's rationale for filling medwatch: the contribution to pt risk of serious injury was due to the surgical intervention required to retrieve the catheter. Method: device not returned for eval.